Event description:
It was reported that the remote home monitoring system issued a code for the subcutaneous implantable cardioverter defibrillator (s-ICD) battery status that indicated there was possible premature battery depletion. Device data was sent to technical services (ts) for review. Upon review of the stored information, it was noted that the battery usage has increased at a gradual rate and suggested the device be explanted. Ts discussed appropriate approximate change out time frames up to 90 days, to ensure that therapy would remain available. At this time the s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.